Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with different elecsys assays on a cobas e 801 analytical unit. Some of the questionable results were reported outside of the laboratory. The reporter further mentioned that approximately 200 tests were repeated and 100 patient reports have been amended so far. Examples of four patient samples were provided by the customer: patient sample 1, tested with elecsys ft4 and tsh: the sample initially resulted in an ft4 value of 16.8 pmol/l and repeated as 37.5 pmol/l. The sample initially resulted in a tsh value of 1.52 and repeated as 0.60. No units of measure provided. Patient sample 2, tested with elecsys ft4 and tsh: the sample initially resulted in an ft4 value of 15.8 pmol/l and repeated as 33.3 pmol/l. The sample initially resulted in a tsh value of 11.8 and repeated as 4.95. No units of measure provided. Patient sample 3, tested with elecsys vitamin d: the sample initially resulted in vit d value of 65.6 nmol/l and repeated as 285 nmol/l. Patient sample 4, tested with elecsys b12, ft4, tsh and vitamin d: the sample initially resulted in a b12 value of 1021 ng/l and repeated as 1773 ng/l. The sample initially resulted in an ft4 value of 13.6 pmol/l and repeated as 18.2 pmol/l. The sample initially resulted in a tsh value of 4.43 and repeated as 2.58. No units of measure provided. The sample initially resulted in a vit d value of 73.0 nmol/l and repeated as 277 nmol/l. The ft4, tsh, vit d and b12 reagent lots and expiration dates were requested but not provided.

Manufacturer narrative:
Instrument performance testing passed with acceptable results. H3 other text : na.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.